Event description:
During the robotic surgery a "recoverable fault" occurred with the robot. Fault code = 32001 or "vessel sealer jammed". This fault caused the vessel to not be sealed properly and the patient has an estimated blood loss of 1500 ml very quickly.